Manufacturer narrative:
The calcium gen.2 reagent lot number was 882379. The expiration date was not provided. The qc was acceptable. The field service engineer found a failure in the rinse tubing and the valve. He replaced the rinse tubing, the assembly, and the valve base. Precision studies were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas 8000 cobas c 502 module. The initial result was 6.7 mg/dl. The patient was tested for calcium at the emergency department and received a "normal" calcium result, prompting the physician to request a repeat of the original sample. The original sample was repeated twice on a different cobas c 502 module, and the repeat results were 9.37 mg/dl and 9.57 mg/dl. The repeat results were deemed to be correct.